Event description:
Patient had a knee replacement using depuy attune hardware and developed a "spin out" error of the rotating platform. The knee was revised prior to discharge and the rotating platform of 6 mm is exchanged for a 10 mm. He suffers the same "spin out" problem a few days after discharge and the hardware has to be removed and is replaced with a depuy sigma system. No further events have been reported since.